Event description:
It was reported that during intubation, the device was inserted deeper into the patient than usual. The slip joint, fixed to the product with medical tape, got detached during use of the product. No additional information is able to be given for this complaint.